Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a chipped and burnt c-cover. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g2, h2 and h11. Based on the results of the investigation, it is likely physical stress of some kind be the cause of c-cover found chipped. Based on the results of the investigation, regarding the c-cover found scorched likely occurred due to using a high-frequency processing tool without maintaining sufficient distance from the tip. Olympus will continue to monitor field performance for this device.